Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, increased threshold was observed. All other electrical parameters were good. The lead was capped and replaced.